Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited undersensing. The clinic decided to keep monitoring the patient. The patient has experienced no consequences.